Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. A new lead with different model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the lead was accidentally taken out as the right ventricle lead was being explanted due to fracture. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information indicated that the ra lead accidentally came out as the right ventricular (rv) lead was being extracted for fracture. No additional adverse patient effects were reported.